Manufacturer narrative:
The investigation into the high purge pressure issue and the priming issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the high purge pressure was most likely due to a gradual buildup of biomaterial over a period of 24 minutes due to improper anticoagulation of the patient. The root cause of the priming issue was undetermined. Impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 67-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. During support, there were purge alarms. The team replaced the purge cassette and the automated impella controller (aic) was swapped with no improvement. The patient was not on anti-coagulation medication despite recommendations. The purge pressure rose and the team instead determined they would use tissue plasminogen activator in the purge. The surgeon decided to replace the impella 5.5. The patient was stable with the new impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.